Event description:
Customer reported both monitors stopped working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and reseated the circuit boards and connectors. Sysmem operates as intended.